Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not crossing over.the customer created temporary patient to pull medications. The customer tried to reboot, but the problem was not resolved. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into server, and an remote desktop protocol (rdp) session was established to the carefusion coordination engine (cce), where no order message results were found for the patient identifications (ids) provided, although orders were generally crossing from epic at that time. The es agent advised the customer to contact the epic/information technology (it) interface team to further investigate why orders for the example patients were not crossing. Follow-up calls were made to customer of whom confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the issue.